Event description:
In 2003, caller reported receiving freestyle readings of 206mg/dl, 293mg/dl, 290mg/dl. These tests have all been taken within 15 minutes of each other. A replacement meter and test strips were sent to the customer.